Manufacturer narrative:
The suspected front end board was returned to the getinge national repair center (nrc) for further evaluation. The senior repair technician of the nrc inspected the board and no visual damage was observed. The technician installed the front end board into the cs300 test fixture and tested to factory specifications per cs300 service manual. The board passed testing and the technician could not verify the reported. The board was sent to the supplier for failure analysis per procedure. The supplier later returned the board to the nrc and was able to verify the reported failure. They replaced the defective u51 and the board passed all of their testing. The technician of the getinge nrc installed the front end board into the cs300 test fixture and tested to factory specifications per cs300 service manual. The technician inspected the board per procedure and testing passed. The board was put into stock/inventory per procedure.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a system failure alarm. The nurse reported that before the alarm sounded, the ECG and pressure measurements data disappeared from the screen. The customer switched off the iabp unit when the long loud beep sound was emitted and replaced the iabp with another unit to continue therapy. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and suspected that the front end printed circuit board (pcb) and its related cable were defective. The fse replaced the front end pcb and the cable between front end pcb to the main pcb. The fse performed the calibration of the transducer. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a system failure alarm. The nurse reported that before the alarm sounded, the ECG and pressure measurements data disappeared from the screen. The customer switched off the iabp unit when the long loud beep sound was emitted and replaced the iabp with another unit to continue therapy. No adverse event was reported.